Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hyperglycemia on (B)(6) 2018. It was reported that the customer had high blood glucose levels of 32 mmol/l. Customer¿s current blood glucose level was 24 mmol/l. The customer was treated with insulin. The customer reported that the symptoms related to the high blood glucose levels such as nausea. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting. Insulin pump is not to returned for analysis.